Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via e-mail and stated that two of the oral-b replacement brushes had fallen apart in his/her mouth when he/she was brushing his/her teeth. No injury was reported.